Event description:
Allergan rep reported a port that was needing to be returned to our lab. The port was explanted and replaced due to difficulty adding and removing saline into the port. Follow-up findings: "patient not feeling restriction." The doctor instilled saline into the port, but was not able to extract any fluid. It was determined that there may be a leak or kink: "port system defect in tubing."

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2010. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."